Event description:
It was reported that during a low anterior resection procedure, the staples are not fired and formed correctly. Another like device was used to complete the procedure. Delay of fifteen minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the following statement is not clear. ¿the staples are not fired and formed correctly.¿ did the device not staple (no staples deployed)? Did the device staple, but the staples were not formed correctly (irregular in shape or legs straight)? The staples were not formed correctly so the device was fired. They were irregular in shape!